Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg pocket was revised on (B)(6) 2022 for an unknown reason to address the issue. No product was explanted.

Event description:
Additional information revealed that the ipg was repositioned due to patient feeling discomfort due to the location of the ipg. Postoperatively, the discomfort has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.